Event description:
A 2.5 mm diameter x 8 mm length micro driver rx coronary stent delivery system was inserted into a pt for the treatment of an unknown lesion. Lesion morphology was reported as severe calcification. It is unknown if the lesion was not pre-dilated. It was reported that the undeployed stent dislodged in the artery before balloon inflation. It is unknown how the case was completed. The pt's condition is unknown. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Eval conclusions: pending additional info. Unknown location of stent.